Manufacturer narrative:
This report corresponds to (B)(4). Reference (B)(4) and manufacture report number 2523595-2009-3 for additional details regarding the operator's observation that the anticoagulant bag had been attached to the wrong line (saline and anticoagulant lines had been reversed).

Event description:
(B)(4) for additional report related to the same treatment, clotting and kit lot x103. During the ecp treatment, at approximately nine minutes into the treatment, the operator noted an accelerator alarm and a system pressure alarm. The treatment volume was 80 ml and anticoagulant volume was 160 ml. Operator noted, the blood leak alarm never sounded. Operator noted, blood was spraying from a tube in the unit which had a split in it while air was being purged from the unit. The ecp operator inspected the top bearing clip and noted that the top bearing clip had pulled away from the tube. The top bearing appeared to be in place but was actually separated. A clot was noted in the centrifuge bowl (reference manufacturer report (B)(4)). Approximately 154 to 156 ml of whole blood has been processed at the time that the blood leak was noted. After the incident, the pt was transferred to another cellex machine. Prior to initiating treatment 250 ml of 0.9% sodium chloride was administered. As clots had been noted in the old return bag, the new anticoagulant ratio was adjusted to 8:1. The operator noted later that the anticoagulant bag had been attached to the wrong line, the saline and anticoagulant lines had been reversed. The ecp operator then notified the clinic physician, aborted the second ecp treatment and administered 500 ml of gelofusine (4% succinylated gelatin solution for injection; b braun). The total ecp treatment time was 78 minutes. The pt was admitted to a hospital ward and had a post-ecp transfusion of two units of packed erythrocytes. On the following day, the pt had a full and uneventful treatment on the xts machine. The operator was uncertain if the event was related to the anticoagulant bag being attached to the wrong line, a split in the line, or the clot. The drive tube was returned and examined. Delamination of the bowl and bearing stop was confirmed. The bearing stop was intact but freely moved up and down the drive tube. There was a wear mark/hole present in the center area of the tube.